Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seen for a regular reprogram (B)(6) 2025 to attempt and capture more stimulation coverage in their low back. At the conclusion of the session, the patient stated things "felt better" and more covered their painful areas. On (B)(6) 2025 the patient called the rep and stated that they turned their stimulator off a few hours after seeing the rep, as it "provoked increased burning pain in their low back." An additional reprogramming session is being scheduled to investigate and address this change. The cause is unknown, and the issue is not yet resolved. The rep noted they would submit any new information that becomes available. Additional information was received from a manufacturer representative (rep). The rep reported that they met the patient (pt) because they are still having some low back discomfort. Patient noted that they are also having some ins pocket discomfort. Pt has this no matter if the battery is on or off, but says that they think it might be a little more painful when the battery is on. This is happening with normal use, not just when recharging. The only way that rep could reproduce the discomfort was to press on the battery, and then it was uncomfortable with the battery on and off. Patient's impedances are all within normal limits. Rep reprogrammed their device to see if they get a little back pain relief. Additional information was received from manufacturer representative (rep) who reported they met with patient and during reprogramming they were not able to reproduce any pocket discomfort. They reported the impedances were all within limits. They made some adjustments in the programming to see if it would help. The rep also reported they texted patient and they reported they felt the stimulator had caused them more discomfort and also made their legs feel weak. Rep discussed decreasing patient amplitudes which patient states they tried. Rep asked patient if they would like to meet with rep and patient reported they do not want to at this time. Rep let patient know they can contact them and meet again anytime. The rep responded to a follow up request for additional information reporting that the cause of the discomfort at the ins site was never determined. The pt could not recall any falls or trauma to the ins site that would have caused the soreness. The rep re-iterated that the discomfort was present when the ins was on and when it was off. The rep confirmed that they have not heard from the pt since (B)(6) 2025 to discuss adjusting their therapy. The pt had however, contacted the rep to ask how to put the device into MRI mode as they were getting ready to have an MRI; that call was very brief, so they had not discussed therapy. The rep does not know if the issues have resolved. Additional information was received from the rep. Rep reports the patient had increased pain. Rep reports the system was completely explanted. The rep was told the device was functioning properly but the patient just didn't feel like it helped them get relief so they elected to have it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were not aware of a cause being determined. As far as the rep is aware, the basic function of the device(on/off/stronger/weaker/normal impedances) was working properly, but when the patient (pt) increased his amplitudes to a certain level noted his legs feeling weakness. The pt had also mentioned in the past having battery pocket pain both when the device was on and off, and described the pain as a dull ache not sharp or burning. He had noted in the past that he just didn¿t feel like he was getting back pain relief and so he decided to just have it removed. The device was removed. The patient had also requested that hardware in his back from a previous back surgery (unrelated to anything with the scs) be removed as he thought that could be a source of his pain as well. The rep reports issue had been resolved to the best of their knowledge.